Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error message which was found to have occurred multiple times. It was further noted during analysis that the main printed circuit board (pcb), upper case, keyboard flex, encoder knob, lower case, display, display frame, four display grommets, insulator label and two main pcb screws were contaminated. It was further noted that the hanger assembly was broken. All found defective parts were replaced and all other identified issues were resolved with firmware updated and the epg passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error message. The epg was received into service and repair. No patient complications have been reported as a result of this event. It was further reported that the epg subsequently failed functional testing during manufacturer's analysis.